Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the adiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough floppy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the de novo, 80% stenosed, proximal right coronary artery (rca), a non-abbott guide wire and a 2.0 x 15 mm trek balloon dilatation catheter (bdc) were used for pre-dilatation of the lesion. A 2.25 x 28 mm xience prime stent delivery system (sds) was not checked prior to use and was delivered to the lesion. It was noted that the implant could not be visualized under fluoroscopy. The sds was removed from the anatomy and it was confirmed that the stent had become dislodged. The implant was not in the anatomy. A 2.25 x 30 mm non-abbott stent was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.